Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged and the jaws were open. Staple pushers were visible at the 5cm cut line. The distal sutures on the anvil and cartridge side were still anchored. The reinforcement material was torn from the distal end on the anvil side. It was reported that the staple pre-fire and trs material torn or damaged. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can caused by excessive manipulation of the reload during use which can cause the reinforcement material to tear and/or detach. The partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If the endo gia reinforced reload with tri-staple technology is inserted percutaneously, ensure the incision is wide enough to accommodate the instrument so that excessive force is not placed on the jaws of the instrument. When using the endo gia ultra universal stapler to grasp or manipulate tissue multiple times, the staple line reinforcement material secured on the anvil and cartridge may move and/or dislodge. In the event that the reinforcement material shifts upon clamping, unclamp the stapler and reposition on tissue. Dipping the reload in sterile saline prior to positioning the reload at the target tissue may help flatten the material on the cartridge. To avoid damage or contamination, always use clean gloves and ensure care is taken when handling the endo gia reinforced reload with tri-staple technology, so as not to damage the staple line reinforcement material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#:n3f0468y); sigpshell, sig power sigpshell control shell (lot#:n3l2117y); sigphandle, sig power sigphandle handle (serial#:unknown); unk-sigadapt, unknown signia egia adapter (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the shell loses its strength. When the two reloads were opened, the reinforcement sheet in one of the reloads broke in the middle, while on the other reload it was torn in the distal part. Visually, some of the staples were raised. To resolve the issue, a manual handle was used. There was no patient injury.